Event description:
The following has been reported: "ongoing infusion with noradrenaline (0.2 mcg/kg/min for approx. 14 hours. Syringe change no later than 2 hours before the incident. Last dose change approx. 30 minutes before the incident. The pump's screen suddenly turns completely blue, no text is displayed anymore. The pump alarms simultaneously with sound and light signal. In this situation, healthcare staff find it difficult to assess whether the pump has stopped or continues to deliver. The patient begins to drop in blood pressure and the assessment is then made that the pump has stopped during ongoing treatment due to unknown error. Nursing staff change the pump, the infusion is resumed and the patient's condition improves. Medical technical personnel subsequently unsuccessfully attempt to extract logs from the pump to unravel the incident." Reporting due to the referenced issue (premature stop and defective display). More information is needed to complete the investigation.